Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 27 mg/dl. Troubleshooting was performed. It was stated that the doctor believes the customer received too much insulin overnight. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.